Event description:
Additional information provided 12/26/2019: the surgeon had already successfully placed 4 mc2 implants in the meniscus. Once this one failed, he aborted.

Manufacturer narrative:
Complaint not confirmed. No abnormality was observed with the device. The suture construct, implant and depth stop were not returned for evaluation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a meniscal cinch, ar-4501, was being used in a acl reconstruction with meniscal repair procedure. After the second implant was released, button #2 was completely pulled back even with button #1. The next step was to remove the handpiece inserter from the joint; however, the suture became jammed inside of the handpiece, which prevented removal of the suture from the handpiece. The peek implants were already implanted posterior to the meniscus. The surgeon decided not to complete the repair. Additional information provided 12/20/19: technically, the repair was not completed. The surgeon decided he did not want to complete the repair after the implant did not work. The first implant was left in the meniscus.